Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown. While troubleshooting, the customer explained that she sweat a lot on the insulin pump while outside. The customer stated the temperature was very hot. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, cracked lcd window, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.